Event description:
This product expired in (B) (6) 2007. Fast infusion. Infused in approximately 10 hours instead of 25 hours. Fill volume 125 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected, but has not been received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.